Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device eval: awaiting return.

Event description:
The product was broken during insertion. It was reported that the insertion was off-axis, which may have caused the breakage. The procedure was completed with 5-minute delay. The backup device was used to complete the case. Additional information from the affiliate stated it is reported that there was no fragment of the device in the body but we could not obtained an information that it was confirmed with the x-ray. Therefore, we think that there is still possibility that there might have left some of the fragments .

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. It was reported that the insertion was off-axis, which may have contributed in the reported failure. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed (B)(4) dissimilar complaints for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The product was broken during insertion. It was reported that the insertion was off-axis, which may have caused the breakage. The procedure was completed with 5-minute delay. The backup device was used to complete the case. Additional information from the affiliate stated it is reported that there was no fragment of the device in the body but we could not obtained an information that it was confirmed with the x-ray. Therefore, we think that there is still possibility that there might have left some of the fragments .